Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro broke in half while working on the upper leg. The c ring was used normally for the cutting of a few branches prior to it splitting in the middle. The pa completed the dissection with bullet tip to create the tunnel and proximal insufflation was used. The pa observed the c-ring was cracked and removed it. Cutting was not being performed when it split, the pa tried to advance the c-ring out and only half of it advanced out of cannula. The pa put on gloves and tried to push out the c-ring and only half of it extended out of cannula, the other half was stuck inside. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted report will be submitted when the evaluation is completed. (B)(4).